Manufacturer narrative:
No product was returned for evaluation. No product identification or lot information was provided; therefore, a device history record review could not be performed. Multiple attempts were made to obtain additional clinical and procedural information; however, no further details were initially received. Additional information was received on 18 mar 2026 following follow-up with the surgeon. It was reported that the patient had an infection which, in the surgeon's opinion, contributed to the observed subsidence. No orthofix/seaspine implants were utilized during the revision procedure. Without the returned device, complete surgical technique information, or additional clinical context, a definitive root cause could not be determined. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis) loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain subsidence of the implant into adjacent bone.

Event description:
Orthofix/seaspine became aware on 19 feb 2026 of a surgical revision that occurred on (B)(6) 2026 involving a c5-c7 anterior cervical discectomy and fusion (acdf) procedure. According to the initial field report, the revision was performed due to what appeared to be subsidence of the implanted waveform c interbody devices. Additional information was received by orthofix/seaspine on 18 mar 2026 following follow-up with the surgeon. The surgeon reported that the patient had an infection which, in the surgeon's opinion, contributed to the observed subsidence. The surgeon also indicated that no orthofix/seaspine implants were utilized during the revision procedure.

Event description:
Orthofix/seaspine became aware on 19 feb 2026 of a surgical revision that occurred on (B)(6) 2026 involving a c5-c7 anterior cervical discectomy and fusion procedure. According to the initial field report, the revision was performed due to what appeared to be subsidence of the implanted waveform c interbody devices.

Manufacturer narrative:
No product was returned for evaluation. No product identification or lot information was provided; therefore, a device history record review could not be performed. Multiple attempts were made to obtain additional clinical and procedural information; however, no further details were received. Without the returned device, surgical technique information, or additional clinical context, a definitive root cause could not be determined. Review of labeling: possible adverse events. Like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis). Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain subsidence of the implant into adjacent bone.